Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Patient reported that recently the display had faded and the display issue was not resolved with battery change. Reportedly the pump powered on with appropriate audible tones, there was no moisture exposure or trauma to the pump, no damage to the pump casing was noted, the battery cap was intact and tightened properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 02/21/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a fully functional display screen and the pump functioned properly. No other defects were observed.the investigation was unable to duplicate the reported display issue.